Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Neonatal intensive care unit (nicu) nurse getting alarm 64 (control processor). Guided through turning arctic sun device off and on and resuming therapy. If alarm persists device would need to go to biomed for repair. Per follow up information received via task on 02apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. The instructions-for-use under baw2800261 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Based on the results of this investigation, no additional actions are required. Corrections: d, e UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alarm 64 (control processor). Guided through turning arctic sun device off and on and resuming therapy. If alarm persists device would need to go to biomed for repair. Per follow up information received via task on 02apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alarm 64 (control processor). Guided through turning arctic sun device off and on and resuming therapy. If alarm persists device would need to go to biomed for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.